Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Approximately two (2) months post-implant the patient was seen by the referring physician for follow-up transesophageal echocardiogram (tee). The referring physician noted a leak >4mm and started the patient on half dose eliquis. The patient was seen for follow up tees three (3) months and six (6) months post-implant. After the six (6) month follow-up, the patient was increased to the full dose of eliquis. Additional physicians reviewed the tees and did not believe there was a noteworthy leak. The patient is scheduled for a computed tomography scan for additional assessment. At an unspecified time between the three (3) and six (6) month tees, the patient was seen by a different physician for an ablation procedure. The physician attempt ablation next to the closure device at the site of the leak. It was further reported from the computed tomography scan that the closure device was noted to have migrated into the midportion of the laa with full distal contrast opacification consistent with ineffective closure of the laa. There were also visualizations of portions of the closure device extending beyond the laa lumen, consistent with erosion of the closure device through the laa wall, however there was no evidence of active contrast extravasation to suggest active bleeding. The leak appeared crescentic, measuring 10 x 3.5mm on the superior side. The patient reports potentially needing open-heart surgery to treat the event.

Manufacturer narrative:
B5: additional information added b6: laboratory data added b7: medical history added g2: report sourced added h6: device code added h6: evaluation code added.

Manufacturer narrative:
H6: evaluation conclusion code corrected from 'known inherent risk of device' to 'failure to follow instructions'. Media was provided to aid in the investigation and reviewed by a bsc medical director. Four transesophageal echocardiogram (tee) video loops and one computed tomography (CT) report with two still images were provided for review. The limited available media showed color doppler tee images at 45 and 90 degrees showing suspicion of peri-device leak. This was confirmed by the follow-up CT performed later which showed contrast in the distal left atrial appendage and per-device leak measuring 3.5mm in diameter.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Approximately two (2) months post-implant the patient was seen by the referring physician for follow-up transesophageal echocardiogram (tee). The referring physician noted a leak >4mm and started the patient on half dose eliquis. The patient was seen for follow up tees three (3) months and six (6) months post-implant. After the six (6) month follow-up, the patient was increased to the full dose of eliquis. Additional physicians reviewed the tees and did not believe there was a noteworthy leak. The patient is scheduled for a computed tomography scan for additional assessment. At an unspecified time between the three (3) and six (6) month tees, the patient was seen by a different physician for an ablation procedure. The physician attempt ablation next to the closure device at the site of the leak. It was further reported from the computed tomography scan that the closure device was noted to have migrated into the midportion of the laa with full distal contrast opacification consistent with ineffective closure of the laa. There were also visualizations of portions of the closure device extending beyond the laa lumen, consistent with erosion of the closure device through the laa wall, however there was no evidence of active contrast extravasation to suggest active bleeding. The leak appeared crescentic, measuring 10 x 3.5mm on the superior side. The patient reports potentially needing open-heart surgery to treat the event. It was also reported that the leak was due to under sizing of the device and neglecting to use color on imaging.

Event description:
It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Approximately two (2) months post-implant the patient was seen by the referring physician for follow-up transesophageal echocardiogram (tee). The referring physician noted a leak >4mm and started the patient on half dose eliquis. The patient was seen for follow up tees three (3) months and six (6) months post-implant. After the six (6) month follow-up, the patient was increased to the full dose of eliquis. Additional physicians reviewed the tees and did not believe there was a noteworthy leak. The patient is scheduled for a computed tomography scan for additional assessment. At an unspecified time between the three (3) and six (6) month tees, the patient was seen by a different physician for an ablation procedure. The physician attempt ablation next to the closure device at the site of the leak.